Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 368 mg/dl. The customer also experienced vomiting and diarrhea. The nurse called for assistance with the insulin pump. However, during the prime, the nurse noticed that insulin was leaking from the tubing. Advised the nurse to change the infusion set. Nothing further was reported.